Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the devices released with the lot n. Involved. This is the first and only complaint recorded on this lot n. (2200885). A final report will be submitted after the investigation.

Event description:
Knee revision surgery due to aseptic mobilization, performed on (B)(6) 2026. The previous surgery was carried out in 2022. Patient is female, 75 years old. This event occurred in italy.